Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak halfway down the patient line past the blue pin. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and fluid was found dripping from the split in the patient line. The patient was advised to reset up with new supplies and carry out he treatment. There was no fluid leak associated with the cycler. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned for evaluation by manufacturer.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the disinfection of the actual sample a leak was found on the patient line. During the visual inspection, a hole was observed in the patient line.  A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak halfway down the patient line past the blue pin. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and fluid was found dripping from the split in the patient line. The patient was advised to reset up with new supplies and carry out he treatment. There was no fluid leak associated with the cycler. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned for evaluation by manufacturer.